Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Note: manufacturer contacted customer on 4/15/2017 in a follow-up call in order to ensure the customer's condition since the initial call. Customer stated her condition had improved and she was not currently having any diabetic symptoms. The customer stated no medical intervention had occured since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test result of 275 mg/dl using truemetrix air meter. The customer is concerned with test results from results obtained of 275 mg/dl. The customer's expected fasting blood glucose test result range is 86 - 100 mg/dl. During the call on (B)(6) 2017, the customer stated she felt dizzy and very hungry; customer stated if she continued to feel hyperglycemic symptoms she would seek medical attention. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.